Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis, but the device was received at a later date. The device was returned for analysis. The reported balloon rupture and inflation issue were confirmed as a proximal balloon seal separation was noted. Based on the visual and functional analysis of the device, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed report, analysis of the returned device noted that the outer member of the shaft was separated.

Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances associated with this lot that would have contributed to this complaint. A review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the delivery system was advanced to the mid left anterior descending coronary artery target lesion without resistance. The balloon would not inflate. The delivery system was easily removed from the anatomy and it was noticed that there was a rupture on the balloon. Another device was implanted to complete the procedure. There were no adverse patient effects. There was no additional information provided.